Event description:
This report summarizes one malfunction. A review of the reported information indicates that dl900j, vena cava filter, allegedly experienced migration of device or device component and unintended movement this information was received from a single source. This malfunction involved a patient with no consequences. The patient was reported as a 61 year old male, weight was not provided.

Manufacturer narrative:
H10: the sample was not returned, however medical records and images were provided. The lot number was provided and device history records were reviewed. The investigation confirmed the unintended movement malfunction and was inconclusive for the migration malfunction. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The sample was not returned, however medical records and images were provided. The lot number was provided and device history records are being reviewed. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that dl900j, vena cava filter, allegedly experienced migration of device or device component and unintended movement this information was received from a single source. This malfunction involved a patient with no consequences. The patient was reported as a 61 year old male, weight was not provided.